Manufacturer narrative:
The pump was returned for analysis and it was found that the double beeping did occur with the cassette attached leading to an erroneous "no disposable" alarm. The downstream sensor was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was indicated to be double beeping with no cassette. There were no reported adverse events due to this issue.

Manufacturer narrative:
Additional information received on 15-oct-2019 that the event occurred during testing.